Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Two solution bags from batch 08b27g70 were received as samples. The samples were acceptable. Various samples for similar complaints have been sent to and analyzed by our sister plant in (B)(4). These samples consisted of cloudy solution and precipitates, which were taken from the pre/post dilution lines. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team, including members of (B)(4) and the product development group in (B)(4), has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in use notification letter has been issued, which has placed on all accusol product by the relevant centres/hospitals. Investigations into this issue are ongoing. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This is report 1 of 2 in this precipitation event.

Event description:
Customer complaint form states: precipitate noted in the pre-dilution line pump section of tubing ("cloudy white floaters") following a routine bag change.